Manufacturer narrative:
Product ID: 3889-28, lot# v205393, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3889-28, lot# v205393, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that a patient experienced a shocking or jolting sensation. It was stated that when the patient went to (B)(6) through the security gates it would "shock the day lights where the patient's implant was and it hurt". It was stated that it seemed like it had gotten worse lately. It was stated that "for a while, there it's like it turned off. And at the time the patient told them it was shocking them". It was not clear what that meant. It was stated that "it's turning it off" and then after that, it started shocking the patient. It was not clear what the reporter meant. Additional information received reported that the patient would get shocked when going through the (B)(6) security gate, but not target. It was stated that stimulation used to turn off when she walked through the security gate, but now it just shocked her. It was stated that the patient's health care provider (hcp) "mentioned" a broken wire during her office visit "a few months ago". The patient was scheduled for another appointment on (B)(6) 2013. Additional information received from the hcp reported that the cause of the event was unknown, but the implantable neurostimulator (ins) was attributed to the event. It was reported that the there was a break in the lead and electrode #3 had an open circuit. It was reported that the device was reprogrammed on (B)(6) 2013. It was stated that the device had been turning itself on and off. The patient had "sensation in buttock". The patient did not require hospitalization and the patient outcome was "no injury".